Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments, severed 13.5 centimeters (cm) from the terminal pin. Calcified body fluid was covering the lead body, including over the distal and proximal shocking coils as well as the distal tip. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. The distal segment of the rs- portion was unable to undergo resistance testing due to the extracting stylet being returned in that segment. However, an x-ray was performed and no evidence of a fracture were found. Laboratory testing was unable to reproduce the reported clinical observations, however calcification on the lead body could affect impedance measurements.

Manufacturer narrative:
A lead revision procedure was being considered. Records indicate this system remains in service. At this time, the patient will continue to be monitored. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. It was noted that the pacing impedance measurements were high however remain within range. All other lead diagnostics were acceptable. There was a concern the lead had fractured. No adverse patient effects were reported.

Event description:
Additional information was received indicating an invasive procedure was performed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.